Event description:
It was reported that a patient was undergoing a prophylactic battery change when high lead impedance and lead fracture were identified. The lead impedance was within normal limits prior to surgery; however, once the new generator was placed high lead impedance was observed. Upon closer inspection it was discovered that the lead had snapped in two. It was confirmed that the lead had fractured during the patient's prophylactic battery change surgery, as the lead impedance was within normal limits prior to surgery. The explanted generator and lead have been received by the manufacturer, analysis is underway but has not been completed to date. No other relevant information has been received to date.

Event description:
The lead underwent product analysis. Setscrew marks were seen on the marked connector pin providing evidence that proper contact between the setscrew and the marked connector pin existed at least once. Continuity checks of the returned lead portions were performed and no discontinuities were identified. The (-) green electrode inner silicone tubing appeared to be cut and two coil strands appeared to be cut in half at the distal end of the anchor tether of the returned tubing which was most likely caused at explant. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. Additionally, the generator underwent product analysis. The analysis of the generator confirmed that there were no performance or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.